Event description:
Rn reporting that she is unable to remove the bd needle-free connector from the purple lumen of the double lumen PICC. She is unsure how long the connector has been stuck. States that blood samples have been taken from this lumen. I attempted to remove the connector as well but was unable to. I instructed the rn to use the other lumen (with the connector that can be removed) for blood samples, as this poses an infection control risk. Per protocol needle-free caps should be changed after obtaining blood sample.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.